Manufacturer narrative:
Pump passed functional testings including displacement test, rewind,basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm or unexpected low reservoir alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted.

Event description:
Sister calling to report that customer is currently hospitalized due to high bg. Customer did not show up for a presentation she was supposed to give on thursday so a coworker went to house and found her unresponsive. Ems was called and they gave customer oral glucose and checked bg which was then 42. Customer was taken to ER that night and was released with bg of about 330. Customer went home with her friend but went back to ER the next morning with high bgs/vomiting. Nothing further reported.